Event description:
Per contact, the md applied suction to one varice and activated the band. The band did not either deploy or capture the varice. Pt started to bleed. Md was unable to see to continue banding. Pt hemorrhaged and was placed in ICU. Pt received sclerotherapy and transfusion (2 units). Outcome was good.